Event description:
Received sulzer orthopedics revision inter-op cup and now 2 years later have received a recall letter because of "oily substance" left on surface of cup. Has there been any research done and if so what are the results as to what harm these chemicals may do to the health of the person involved?